Manufacturer narrative:
On (B)(6) 2022, csi became aware of a presentation titled "orbital atherectomy complications: avoiding perforations and the more arcane" at at interventional complications 2022 in seattle, washington. The date of the presentation was (B)(6) 2022; however, the event date remains unknown. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Further information was requested but not yet received. Csi ID: (B)(6).

Event description:
A viperwire coronary guide wire fractured in vivo. The fragment was snared and retrieved.